Event description:
According to the instructions for use: the physician released the stent out of the sheath. The distal end of the stent was expanded, but the proximal end did not expand; the stent locked in the distal section of the delivery catheter. The physician pulled the delivery system with guidewire out of the patient's body, but the tip and the metal marker of the delivery system stayed in the patient's vessel. As of now, we have not found them in the patient body, so the tip and the metal marker have not been taken out. The patient has had no symptoms and has left the hospital.